Event description:
It was reported on (B)(6) 2013, that a patient's vns device indicated high lead impedance with an impedance value greater than 10000 ohms. The patient was also experiencing pain at an unknown location. The high impedance event was believed to be related to trauma, where the patient fell off of a playground slide which caused the lead pin to loosen up. The patient underwent surgery on (B)(6) 2013, in which the lead pin was reinserted into the generator. After doing so, the high impedance issue was resolved. Attempts to obtain additional information about the pain event were made, in which no conclusions could be drawn. Attempts for additional programming and device diagnostic history have been unsuccessful to date.

Manufacturer narrative:
.